Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, a21 error test, prime/a33 test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.

Event description:
Customer reported via phone call insulin pump broke. The customer's blood glucose was 300mg/dl at time of call. Trouble shooting was performed and found there is a little part on the reservoir and it does not tighten down. Customer stated insulin pump broke. Customer is currently on back up plan. Advised the insulin pump will need to be replaced and will arrive on (B)(6). Customer declined trouble shooting for high blood glucose. The insulin pump will be returned for analysis.